Event description:
The report received through the legal department indicated that the patient experienced a myocardial infarction and coronary stent thrombosis approximately three years after the index procedure for cypher stent implantation. The target lesion for the procedure was the left anterior descending (lad). There were no reported product issues or adverse events reported during the hospitalization for the index procedure prior to discharge. The patient was discharged after the index procedure and was prescribed plavix for three months for antiplatelet therapy. No additional patient, vessel or lesion information, or procedural details were available. It is not known if the patient was compliant with his antiplatelet therapy. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. This male patient of unknown age and medical history experienced a thrombotic event and a myocardial infarction approximately 3 years after implantation of a cypher stent/s. The indication of the index procedure was unknown. Percutaneous coronary intervention was performed in the left anterior descending (lad) coronary artery. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. A cypher stent/s of unknown length and diameter, unknown lot number and unknown expiration date, was deployed at unknown pressure in an unidentified section of the lad. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the patient was discharged from the hospital. Post-interventional treatment with plavix was reported for three months. Approximately three years later the patient experienced the thrombotic event and myocardial infarction. No additional information was available. The product/s remained implanted in the patient and is/are thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot number of the product was not reported. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited patient and procedural information available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events. Please note that this is the initial/final report for this product.